Event description:
It was reported that one hour post implant, the patient notifier was not working. The device delivered an appropriate shock for atrial fibrillation, but attempts to activate the patient vibratory alerts were unsuccessful.

Manufacturer narrative:
No medwatch form was received. Patient notifier not working.